Event description:
It was reported that the customer had high blood glucose and the insulin pump drive support cap is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to cracked support cap. The drive support disk was inspected and no anomaly was noted. Unit was received with cracked battery tube threads.